Event description:
It was reported that a staff member began pulling the device when the device's pole snapped. This caused both staff members to fall and injure themselves, which caused an absence from work lasting approximately 1 month. The patient on the device was not impacted. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
A stryker quality assurance engineer reached out to the customer regarding the alleged injury. The customer stated that the staff member sustained a shoulder/lower back muscular injury. The staff member missed a month of work and required physiotherapy. It was verified that only one employee was injured with this complaint. As a result of this report, the pole was returned to stryker, and it was determined that the alleged issue of lacking/size of grasp points was due to a broken/damaged corner handle assembly.

Event description:
It was reported that a staff member began pulling the device when the device's pole snapped. This caused a staff member to fall and sustain a back/shoulder injury, which caused an absence from work lasting approximately 1 x month. The patient on the device was not impacted. The additional staff member was not impacted.